Event description:
Patient went in for chemo, and nurses could not get a blood return. Pt sent for x-ray, and it was discovered that the tip of the catheter had migrated to pulmonary artery. Pt sent for retrieval, during retrieval, pt became briefly unresponsive, but quickly came to responsiveness. Successful retrieval of catheter tip. Pt sent to ICU after retrieval, but outcome was poor and pt died. Additional info from risk management, medical examiner discarded of the port during autopsy of pt. Risk management retained 10.2cm section of catheter that was retrieved from pt, and is willing to send the product back. Requested autopsy results for cause of death, but user facility has not released this documentation.

Manufacturer narrative:
The returned loose segment of catheter was evaluated, and revealed at the proximal end damages consistent with irregular tearing, luminal narrowing, longitude slit and compression. A device history record review was performed, and revealed no manufacturing variances related to this event. The complaint was confirmed. The damages revealed to the loose segment of device catheter appear consistent with catheter shear caused by "pinch-off syndrome".